Event description:
It was reported that during a recanalization treatment procedure, device entrapment occurred. The total occlusion was located in an unknown artery. A non-bsc guide wire was introduced and crossed the total occlusion. The 1.2 x 12 mm emerge balloon catheter was introduced and inflated. Following balloon deflation the balloon was not able to be removed without also removing the guide wire. The procedure was completed with another guide wire and balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).